Manufacturer narrative:
A ge service representative performed an onsite investigation. The cpu batteries were evaluated and replaced. The 5vdc power supply was evaluated and adjusted to the optimal operating voltage and the power plug posts were tightened and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system exhibited an error and appeared to continue to expose without any production or emission of x-ray. No patient serious injury or death was reported related to this event.